Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : revision of an lcs knee done in [year]. Left. Reason for revision was due to instability. Femur and tibia were not loose and were well fixed. All components were removed, and attune revision with s-rom noiles was implanted. The product was not returned to depuy synthes, however photos were provided for review. See attachments "oakley.smithers.boulcott.30.1.24.1.jpg, oakley.smithers.boulcott.30.1.24.2.jpg, oakley.smithers.boulcott.30.1.24.3.jpg, oakley.smithers.boulcott.30.1.24.4.jpg and oakley.smithers.boulcott.30.1.24.5.jpg". Visual analysis of the photos show the posterior section of the knee femoral component. A large portion of the fixation surface exhibits signs of what appears to be cement adhesion with bone ingrowth. Nothing indicative of a device nonconformance or defects that could have contributed to the reported event were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unknown knee femoral would not contribute to the complained event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. E. Was instability related to polyethylene wear? No poly wear was noted. F. Was there any reported malposition of components, that led to the instability? No. G. Were any components undersized on the primary surgery, that led to the instability? No. H. Was the femur or tibia excessively resected/joint line raised, during the primary surgery, that led to the instability? No. Instability was, due to insufficient supporting ligaments. Therefore, needed constraint from srom noiles.

Event description:
Revision of an lcs knee done in [year]. Left. Reason for revision was due to instability. Femur and tibia were not loose and were well fixed. All components were removed, and attune revision with s-rom noiles was implanted. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-01957098 device property of: none, device in possession of: none, ip-01957099 device property of: none, device in possession of: none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.